Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient indicated that the implantable cardiac monitor was "coming out of his chest". Attempts to gather additional information have been unsuccessful as a result no further information was available at this time. In the event of additional information being received a supplemental report will be submitted.